Event description:
It was reported that the patient had diaphragmatic stimulation and received an inappropriate shock due to oversensing of noise on the rate sense electrogram. Right ventricular (rv) lead integrity alert (lia) triggered due to the oversensing. The lead and device detection were turned off. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was returned in segments, and analyzed. There were no anomalies observed on the returned partial lead in segments. The analyst commented that an in-vivo fracture or insulation breach was not observed. The full lead was not returned. There is a 6.5 cm medial segment missing from the returned lead. It is possible that a conductor fracture occurred in this missing segment. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical products: 5076-52, implantable pacing lead, implanted (B)(6) 2010. (B)(4).